Event description:
The hcp reported that the pt developed redness, swelling and pain approx 2 years after the interstim system was implanted. No cultures were obtained. The pt was treated with oral antibiotics and the infection reported as resolved. The device remains implanted. No cultures were obtained. The pt was treated with oral antibiotics and the infection reported as resolved. The device remains implanted.